Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high and low blood glucose but not hospitalized. Customer's blood glucose was unknown mg. The customer was offered to troubleshoot the pump but declined. The customer stated that she's high because she's been sick and the medication she is on. The customer stated the other she was 46 mg/dl. The customer reported that she has a one touch ultra link meter and it is not sending her blood glucose to the pump. Customer's blood glucose was 160 mg/dl. The customer was assisted with turning the pump communication on in the meter.